Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had lead warnings. It was noted that the patient did have a computer aided tomography (cat) scan recently and that the reported thought the ra and rv lead impedance and thresholds were good. Additional information was requested, but is not available. The ra and the rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: kdr701 implantable pulse generator (B)(6) 2006; imd49jb53 implantable pacing lead (B)(6) 1999. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.